Manufacturer narrative:
(B)(4). The customer has been offered an event log review and/or a pump investigation. Although requested, the device has not been returned for evaluation.

Event description:
The customer reported a potassium infusion was found running at 125cc/hr instead of 30cc/hr. At 0530 a potassium infusion (200cc bag) was started at 50cc/hr. The pt was complaining of burning so the rate was decreased to 30cc/hr. At 0900 the pt was complaining fo burning again; the pump was reportedly infusing at 125cc/hr. The infusion was stopped and the device was sequestered. As a result the pt was placed on remote telemetry to monitor for arrhythmias and so far has had no adverse reaction. Although requested, no additional pt or event info provided.